Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during device insertion, the guidewire was introduced but subsequently did not fully recoil, stopping after 1.5 cm. It was decided to remove the entire device without difficulty, but the guide did not appear when it was removed. From the outside, the violet tab was mobilized in both directions but the guide was not observed anywhere. Inspection of the device revealed that the guide was coiled inside at the back of the device, which is unusual. No other information was provided.